Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired device both on cystic duct (first) and cystic artery (second) with not fully formed clips. Additionally, device misfired, misloaded clips into jaws of device. Cystic artery bled after clipping requiring removal of existing clips and placement of new clips. The same device was utilized by the surgeon for the whole procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested, but unavailable: please clarify: the device misfired? The device misloaded the clips? Did the clip feed sideways into the jaws of the device? Did the clip feed slowly into the jaws of the device? Did the clip not feed at all in the jaws of the device?

Manufacturer narrative:
(B)(4). Additional information: three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, the device misfired? Please clarify, the device misloaded the clips? Did the clip feed sideways into the jaws of the device? Did the clip feed slowly into the jaws of the device? Did the clip not feed at all in the jaws of the device? The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition.  In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional.